Manufacturer narrative:
H10 - related report numbers: (B)(4). No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the trach tube ripped from the trach base. An emergency trach change was performed. There was patient involvement, no injury was reported.